Event description:
It was reported that the 8800 system would not boot. System is holding at all squares on the mainframe. Problem happened after initial power on. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the hard drive and cpu. During investigation found the vertical column down movement slow. Replaced the ps3 power supply. The system was tested and found to be working as intended and placed back into service.